Event description:
It was reported that the patient experienced discomfort. Diagnostic imaging was performed and dislodgement of the right ventricular (rv) lead was observed resulting in cardiac perforation. The physician suspected the perforation was due to the condition of the patient's heart. Cardiothoracic surgery was performed to address the perforation and the rv lead was explanted. The patient was in stable condition.